Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation of the received device is complete. The damaged patient adapter was identified during visual (with the naked eye) and microscopic inspection. Marks were observed on the outside of the luer, indicative of tool use. Underwater leak testing was performed and noted leakage from holes in the tubing, which was captured and reported in (B)(4). Clear passage and clamp function testing were performed with no issues noted. The cause of the damaged patient adapter was determined to be an issue with a device used to assist in making the connection. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). The device was received for analysis and an evaluation has begun but has not yet been completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of the transfer set, it was found that the patient adapter of the transfer set was damaged. As this was found during evaluation, there was no patient involvement. No additional information is available.